Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was not applicable. The clinical diagnosis was allergic reaction to antibiotics and dressing. The patient called on (B)(6) 2014 to report a rash all over their body. The patient was scheduled to see their primary doctor the following day. The doctor changed the antibiotic from keflex to cleocin. The patient called on (B)(6) 2014 to report itching at dressing site. The patient went into the office the following day. Upon examination the patient was instructed to use cleocin 3 more days and to use benadryl. The patient came back to the clinic on (B)(6) 2014 with continued complaints of itching at dressing site. The patient was instructed to take 3 more days of cleocin and benadryl and to remove dressing and compression bandage. The patient was given antibiotics post-surgery. Interventions included removing bandages and pressure dressing causing irritation. The event resulted in an unscheduled clinic or office visit. The etiology was reported as not related to the device or therapy and related to the implant procedure. The etiology was reported as related to surgery/anesthesia. The outcome was resolved without sequelae. Relevant medical history included: spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.